Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the system displayed repeated non recoverable fault. Site rebooted and the system powered on and homed; however, the issue persisted. The customer received phone assistance from the technical support engineer (tse). Tse reviewed system logs and confirmed error code 86. Surgeon elected to convert to laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) confirmed the issue and replaced the intuitive surgical core power distribution (ipd). After replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the ipd involved with this complaint and completed the device evaluation. During failure analysis, the returned part was tested on an in-house system and operated as expected. The system was tested with power cycles and triggered error 1102 pointing to core drawer fan 2.